Event description:
The customer reports three patients who underwent procedures using one (or both) of two different gastroscopes tested positive for a rare strain of antibiotic resistant e. Coli. The customer is unsure if the patients were cross infected with the scopes. The customer reports the scopes have been cultured by the facility. The cultures on both scopes have all come back negative, however, the scopes will be sent in for routine maintenance. Patient three: the patient underwent an esophagogastroduodenoscopy (egd) with biopsy for the indication of acute hemorrhagic anemia; active gastrointestinal bleeding on two dates , 59 days apart with two different gastroscopes. The infection was diagnosed by blood culture on 2 dates 28 days apart. The patient was treated with cefiderocol. The patient¿s current condition is reported to be deceased. Date and cause of death have been requested and not yet provided. Case with patient identifier (B)(6) reports patient one of three, case with patient identifier (B)(6) reports patient two of three, case with patient identifier (B)(6) reports patient three of three (1st scope used), case with patient identifier (B)(6) reports patient three of three (2nd scope used).